Manufacturer narrative:
2032227-060322-002-c. (B)(4). S/w version 2.9d. Unit received with cracked case (battery tube) and cracked case-corner of belt clip rails. Unit received with no battery cap, therefore cannot determine if battery cap is cracked/damaged. Unit received was properly tested using a test battery cap.

Event description:
Medtronic received information that damage (physical or cosmetic), battery cap cracked/damaged occurred. There was no adverse impact or consequence reported as a result of this event.